Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the camera cable was scratched and flooded. -the camera cable was buckled. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the damaged camera cable. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.